Manufacturer narrative:
(B)(4). Concomitant medical product: biomet compress taper adapter, catalog #: cp115308 lot #: 452550. Compress transverse pin, catalog #: 178528 lot #: 353510. Compress anti-rotation spindle, catalog #: 178367 lot #: 324980. Compress centering sleeve, catalog #: 178541 lot #: 930170. Compress nut, catalog #: 178512 lot #: 094770. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10454, 0001825034-2017-10455. Product was retained by the hospital.

Event description:
It was reported that the patient was revised to address pain and loosening of the compress. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x-ray review . X-ray review shows the findings of loosening of femoral bone-metal stem implant interface. There is a mild varus alignment of the long femoral stem, increasing the risk of femoral implant loosening. Under-sized components at the knee may have increased risk of loosening of the tibial component. Generalized osteopenia is demonstrated which is also a risk factor for implant loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.